Event description:
A malfunction alarm identified as malfunction 16 ¿ 0x20e6 was reported. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was supported by cts in resetting the pump; however, the malfunction code reoccurred. Consequently, a replacement pump was arranged under warranty, and the customer was instructed to use an alternate insulin delivery method.